Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.

Manufacturer narrative:
Although the experience of alarm - failure to alarm and/or logic board errors was confirmed during log review, testing replicated a watchdog type alarm which is believed to be the result of a possible loose connection; however, continued testing failed to replicate a 121.2000.2 error. The customer did not provide an event date but reported the issue to bd on 16 april 2020. Review of the pcu error log showed, prior to the issue being reported, the pcu recorded: one (1) comm failure (121.2000.2) on (B)(6) 2019 at 1:13 pm. One (1) backup speaker failure (133.6080.0) on (B)(6) 2019 at 1:30 pm. Eleven (11) general os failure (800.8000.0) on (B)(6) 2019 at 8:40 am. One (1) comm failure (121.2000.2) on (B)(6) 2019 at 8:54 am. One (1) backup speaker failure error (133.6080.0) on (B)(6) 2020 at 2:25 pm. Review of the pcu battery log showed: one (1) record of communications failed at the same time as the recorded comm failure (121.2000.2) on (B)(6) 2019 at 1:13 pm. One record of battery discharge at the same time as the recorded backup speaker failure (133.6080.0) on (B)(6) 2019 at 1:30 pm. One (1) record of communications failed at the same time as the recorded comm failure (121.2000.2) on (B)(6) 2019 at 8:54 am one (1) record of battery discharge at the same time the as the recorded the backup speaker failure (133.6080.0) at 2:25 pm on (B)(6) 2020. Review of the pcu event log showed, the pcu was not programmed for use on a patient since (B)(6) 2019. On (B)(6) 2019 at 8:50 am, the pcu was powered on and new patient and new profile was selected. At 8:54 am, the pcu alarmed for system malfunction (comm failure 121.2000.2). There was no record of system power off. At 3:28 pm, the pcu was powered on and new patient and new profile were selected. At 3:30 pm, attached lvp channel a was channeled off and the pcu was powered off. Testing of the pcu alarmed for watchdog. During re-assembly, it was observed the locking connector for the pcu display board was broken. The root cause of the report that the device had an alarm could not be determined. Device history review: review of the pcu (sn (B)(6)) service history record showed the device had a manufacture date of (02/03/2016). A review of the device service history record was performed beginning from the date of manufacture to the present date (08/07/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the pcu.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that device had an alarm - failure to alarm and/or logic board errors. It was not related to alarm recall from this year. According to the customer the pumps may arrive with a tag that has details as to the problem with that particular pump. Although requested, no further information has been provided.